Event description:
Provider was applying the vcare, and it would not stay stable. She pulled it out and inspected it and realized that the balloon would not stay inflated. We had to call for another one to be brought to the room from spd.